Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. The device ran for 1696 pulses and was then deactivated by the user. Post use damage was observed on the top housing, air vent, and reservoir. Due to the damage on the reservoir, the fluid path could not be tested. The download data shows no alarms, timeouts, or drive stalls that would indicate a struggle to deliver insulin. An 0x1c alarm was noted after the pod reached the 80-hour limit of operation, upon which operation was automatically terminated.